Event description:
It was reported that during the preparation, the machine was not switching on and a burning smell coming from inside the machine. The patient was not present when the event occurred.